Event description:
It was reported that the 9600+ system displays a temp error at boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cable and the bnc cable. The system was tested and found to be working as intended and placed back into service.